Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of this driver shaft was came apart during use. And the parts of this shaft fell in the patient's body. All of the parts of this shaft were removed from the patient's body. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI : (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Upon visual inspection the cross pin shows damage from wear. The shaft shows wear around the shaft near the hex. The device was returned disassembled. The device was assembled all of the pieces were provided per the print, with none showing fracture. Upon assembly it was noticed that the cross pin was larger on one side then the other as it would only fit the pin hole from one way. Photos provided show both sides of the assembled cross pin if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.